Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in the moderately calcified vessel. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed using the normal method without any problem and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.